Manufacturer narrative:
Concomitant medical products: product ID: 3031, serial# (B)(4), implanted: (B)(6) 2000, product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 3080, lot# l81352, implanted: (B)(6) 2000, product type: lead. (B)(4).

Event description:
It was reported the patient had the interstim turned off since 2011. It was stated that "it started acting strange" and the battery was dying so they were instructed to turn it off. The patient was calling because they were having some burning in the area around the implant, especially in the space between their implant and spinal cord. The day prior to the report, it started "burning so bad." It was stated the patient "always had trouble" with the area around the device and their muscles in that area. The patient's body "fought with it." The patient was put on lidocaine patches by their previous healthcare provider.